Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires/constant cannot be used messages) has been confirmed. Upon evaluation, the cable connecting ECG electrodes c and d to the distribution node (dn) was pulled from the distribution node, damaging the j704 connector inside the distribution node. In addition, the j702 connector (trunk cable connector) was also found to be damaged inside the dn. The cause of the 'cannot be used' messages is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communications is the damage j702 and j704 connectors. The cause for the damaged j702 and j704 connectors is excessive force placed on the cables. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged cable and connector. The pt received a replacement electrode belt.

Event description:
An (B)(6) male pt's nurse contacted zoll customer support to report exposed wires near the vibration box. The nurse also reported constant messages that the device cannot be used. The pt was issued a replacement electrode belt.